Manufacturer narrative:
(B)(4). Results of investigation: a carefusion authorized service center identified the suspect turbine and replaced it, returning the customer's device back to service specifications. The suspect turbine was sent back to carefusion for evaluation and carefusion was unable to duplicate the customer¿s reported issue during initial bench testing. Further internal inspection and investigation found that the turbine assembly was dirty and could have seized with the dry white residue and the unknown white residue inside the turbine assembly. The white residue found on this turbine is consistent with residues that have been previously identified to be related to when bare aluminum is exposed to water.

Event description:
It was reported by the customer that the turbine was not spinning while in maintenance mode and had no output on the test bench. This reported issue was discovered while testing the ventilator, therefore, there was no patient involvement.